Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, reportedly, the customer was using a empty cartridge to preform air removal. Tandem technical support educated the customer on the proper air removal steps. Customer continued to use the existing cartridge. There was no adverse impact to customer's blood glucose level.